Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the FDA contacted lifescan USA, regarding a patient complaint. The patient alleged that the subject meter read inaccurately high compared to another device (onetouch ultra 2). The patient claimed obtaining blood glucose readings of ¿about 10mg/dl¿ higher with the subject meter when readings are "between 60 and 100mg/dl" on the ultra 2 meter and "50 to 100mg/dl" higher when readings are "150 or more mg/dl" on the ultra 2 meter. Tests were performed within an unknown time of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.